Event description:
The customer contact reported charring on the device. The device was returned to the biomedical department for an unspecified issue. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During visual inspection at the user facility, it was noted that the outlet where the ac power cord plugs into the back of the device was charred. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.